Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient's medical records indicate upon insertion of the femoral stem there was found to be a nondisplaced fracture through the posterior cortex which extended from the level of the extended osteotomy distally for approximately 4 cm.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records and x-rays were reviewed. The investigation can draw no conclusions with the information made available. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via trending (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.